Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/06/2024.

Event description:
Patient reported left side suspected device rupture, pain, fever and swollen lymph nodes in the left axilla. Later reported "extreme pain and silicone was detected in my lymph nodes. An ultrasound image showed that the silicone implants were not intact. Changing the implants revealed that they were not torn, but worn out and completely yellow in color, which..the pain and problems with the lymph nodes" the device has been explanted and replaced.

Event description:
Patient reported left side suspected device rupture, pain, fever and swollen lymphnodes in the left axilla. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6(b), g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side suspected device rupture, pain, fever and swollen lymphnodes in the left axilla. Later reported "extreme pain and silicone was detected in my lymph nodes. An ultrasound image showed that the silicone implants were not intact. Changing the implants revealed that they were not torn, but worn out and completely yellow in color, which triggered a reaction from my body and immune system. The pain and problems with the lymph nodes" the device has been explanted and replaced.

Event description:
Patient reported "pain", "fever", "swollen lymph nodes" and "suspected rupture" confirmed via ultrasound. Later patient reported "changing the implants revealed that they were not torn, but worn out and completely yellow in color, which triggered a reaction from my body and immune system. The pain and problems with the lymph nodes were extreme" and "inner silicone gel touched the patient". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of 2021 was provided.

Event description:
Patient reported left side suspected device rupture, pain, fever and swollen lymphnodes in the left axilla. Later reported "extreme pain and silicone was detected in my lymph nodes. An ultrasound image showed that the silicone implants were not intact. Changing the implants revealed that they were not torn, but worn out and completely yellow in color, which triggered a reaction from my body and immune system. The pain and problems with the lymph nodes" the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: no observed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Fever: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left side suspected device rupture, pain, fever and swollen lymphnodes in the left axilla. Later reported "extreme pain and silicone was detected in my lymph nodes. An ultrasound image showed that the silicone implants were not intact. Changing the implants revealed that they were not torn, but worn out and completely yellow in color, which triggered a reaction from my body and immune system. The pain and problems with the lymph nodes" the device has been explanted and replaced.